Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to an in-clinic follow-up with pain in the right side of their chest. Sensing from the atrial lead also decreased. An echocardiogram found a small amount of pericardial fluid and a micro perforation was suspected. Lead was repositioned by physician. Patient was stable after the procedure.